Event description:
It was reported the pt's ipg was replaced with a new one and relocated due to weight loss. The pt's issues are resolved and he is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.